Event description:
The facility reported that this device will not hold a charge. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found damaged batteries. This issue is currently being investigated under mdq-CAPA-132.